Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument was not moving as expected. The staff stated the surgeon was using clip applier instrument in arm3 and tried two different clip applier instruments before calling. The technical support engineer (tse) requested that the site put the instruments back on arm 1 or 4 to test. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) contacted the customer and confirmed other instruments worked on the system with no issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Field h4 device manufacture date is not available.